Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt. The customer experienced disorientation and thirst. The customer was unable to self-treat, and the caregiver administered breakfast and an insulin injection (dose/type unspecified) to raise the glucose readings without verifying them with a fingerstick test. Later, a nurse performed a fingerstick test, which showed a blood glucose level of 129 mg/dl after the breakfast and insulin administration. The nurse did not provide treatment related to the low readings or the sensor error; all interventions were performed by the caregiver. There was no report of death or permanent impairment associated with this event.